Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth connectivity issue. Programming changes were made on the device. Patient was stable.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited bluetooth connectivity issue by not connecting to the patient's mobile transmitter. Patient was seen in- clinic and was able to reestablish bluetooth connectivity. No patient consequences.